Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the rep was reading a patient prior to an MRI and knows that he has an elevated electrode. Caller doesn't have any further information. They have no patient information. No symptoms were reported. No further complications were reported or anticipated.